Event description:
It was reported that the surgeon was doing a revision case to fuse adjacent level at c6-c7, patient was already fused c3-c6 with an 3-level 42mm plate and 8 of the 4.0mm x 12mm self-drilling screws. The patient's original surgery was on 4-25-14. When removing the plate, the surgeon saw that the cross bar that locks the screw in place was broken and the 4.0mm x 12mm self-drilling screw was out of the bone. The surgeon was unable to reach the screw to remove it. The surgeon removed the 3-level plate and remaining 7 screws.

Manufacturer narrative:
Lot# 121721. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing files were reviewed and no anomalies were found. The surgeon reported that the patient had fused on levels c3-6 and that the surgeon wished to extend the construct to fuse c6 to c7. It was during this revision that the surgeon noticed the fractured spring bar and one backed out screw. Conclusion: fusion was achieved so the cause is not known and multifactorial.

Event description:
It was reported that the surgeon was doing a revision case to fuse adjacent level at c6-c7, patient was already fused c3-c6 with an 3-level 42mm plate and 8 of the 4.0mm x 12mm self-drilling screws. The patient's original surgery was on 4-25-14. When removing the plate, the surgeon saw that the cross bar that locks the screw in place was broken and the 4.0mm x 12mm self-drilling screw was out of the bone. The surgeon was unable to reach the screw to remove it. The surgeon removed the 3-level plate and remaining 7 screws.